Manufacturer narrative:
The ventilator was investigated on site by our field service engineer (fse) and an air gas module was replaced. During our simulated use testing it was concluded that the air gas module was generated more volume than expected. The cause of increased volumes was traced to a deviation in an integrated circuit in the electronics inside the gas module. The failure was confirmed in received device logs. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator failed the pre-use check. There was no patient involvement. (B)(4).